Manufacturer narrative:
(B)(4). It was unknown if the lens was actually implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the haptic of the intraocular lens (iol) detached. It is unknown when the haptic detached as no further information was provided.

Manufacturer narrative:
The cartridge and lens case were returned to the manufacturer for evaluation. Upon receipt, no lens was observed inside the lens case. The cartridge was inspected under a microscope at 10x magnification. Viscoelastic residues were observed and no lens was observed inside the cartridge. Therefore, the reported complaint cannot be confirmed. The manufacturing record review was performed. The product was manufactured and released according to specification. One (1) non- conformance report was issued; the report did not contribute to the reported complaint. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions and precautions for the proper use and handling of the device. All pertinent information available to abbott medical optics has been submitted.